Event description:
Customer reported to horiba medical (horiba) that the abx micros 60 hematology analyzer (micros 60) reported disparate results compared to the results from a reference lab. The sample was collected in a edta tube and was run initially on the micros 60. The doctor and was run initially on the micros 60. The doctor questioned the results since the patient's result history did not agree with the micros 60 results. The same patient tube was then sent to a reference lab for confirmation of the initial results. The results from the reference lab closely matched the patient's result history. There was no delay in the patient's treatment (chemotherapy) and no other samples tested on the micros 60 that day resulted in any unusual results. Additionally, the customer conducted a qc on the instrument and the instrument passed qc with no incident. There was no evidence that the instrument malfunctioned.